Manufacturer narrative:
A. Patient information: added the patient's weight. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving hydromorphone 15mg/ml at 0.721 mg/day via an implantable pump for non-malignant pain. It was reported the patient finally found someone to refill her pump on (B)(6) 2016. On (B)(6) 2016, the patient's pain was "off the charts and it still kind of like that now." On (B)(6) 2016, the patient had an appointment to adjust her pump. The healthcare provider (hcp) stated they were "going up the bare minimum because she's been off medication so long." When the patient got back home, there were 5 messages for her saying she needed to come back to the office. The amount of medication being delivered was "enough to stop my breathing." The "concentration" was too high. The patient had no way of getting back to the office and her ride had already left. The patient noted "they pump the wrong medicine in twice." Later that day, the patient reported "they are here now I don't know what's going to happen."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.